Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary to verify the complaint, results of retained samples were reviewed and no discrepancy was observed for needle pull testing results. Results for needle pull test were complying with the pre-defined acceptance criteria. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value, needle pull-off value as well as test at release and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable and measurable parameter. Five retain samples were subjected to needle pull-off test to check the behavior of the swaging process. The average needle pull value of the retain sample was found to meet the average usp requirement.

Manufacturer narrative:
Product complaint # (B)(4); 01/31/2023. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2019 and suture was used. The needle pulled off the suture during use. No reported patient consequences.